Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump required battery change every 4-5 days, received unexplained no delivery alarms,it had rejected batteries, buttons were sticky and had to be pressed multiple times to register, effecting insulin delivery and had scratches on the screen affecting visibility. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The adapt graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected failed battery alarms, low battery alert, low battery alarm, or insulin flow blocked alarms noted during testing. Device was received with cracked keypad overlay, stained keypad overlay, missing display window cover, minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).